Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. It was reported that moisture was located behind the display, that the display is frozen at the verify screen, and that the backlight/contrast, up arrow, down arrow, and ok/enter buttons were unresponsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-nov-2017 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all of the keypad buttons were found to be under-responsive. Moisture was observed behind the display lens. A leak test was performed and a leak was identified at a base crack on the front of the pump casing between the case seal and keypad. The keypad cover was removed and there was no evidence of contamination found under any of the key contacts. The pump cover was removed and moisture ingress was observed on the keypad connector and throughout the internal components.